Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Impact damage to lower left corner top case, broken bottom case, and broken left case. Primary audible background test found in pump event history log. Power up and occlusion test were unable to duplicate the reported problem. The root cause of the reported issue was c9 broken off of interconnect board. Actions were taken to mitigate the reported issue: replaced interconnect board, battery, and damaged cases.

Event description:
It was reported that the device was presenting post error. No patient injury was reported.